Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 450mg/dl due to the infusion set not being inserted correctly. Customer treated with an injection. Customer indicated that their doctor has been called. Customer declined further high blood glucose troubleshooting and was advised to call back if necessary.